Manufacturer narrative:
This report is a correction to capture that the event was submitted in error. At the time this was submitted, this issue was not reportable as it would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. No additional reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurred image during reprocessing. There were no reports of patient involvement.